Manufacturer narrative:
Exact date unknown, event occurred in a while.

Event description:
It was reported that the patient had to charge the ipg frequently and in an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.